Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery to remove this device due to cuff erosion. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the pump and balloon. For the cuff, a tear was found that was caused during explant. Based on the information available and analysis results, no malfunctions were found with the device. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU), a conclusion code of known inherent risk of device was assigned to this investigation. Implant date was added.

Event description:
It was reported that cellulitis had developed over the reservoir of this artificial urinary sphincter in the right suprapubic area. Edema and tissue stranding was also noted on the path of the tubing along the right inguinal canal. Bedside cystoscopy demonstrated severe cuff erosion. The device was removed and no further patient complications were reported.

Event description:
It was reported that cellulitis had developed over the reservoir of this artificial urinary sphincter in the right suprapubic area. Edema and tissue stranding was also noted on the path of the tubing along the right inguinal canal. Bedside cystoscopy demonstrated severe cuff erosion. The device was removed and no further patient complications were reported.